Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated,visual summary analysis of the lead indicated apparent explant dama ge. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
Furthermore, at follow up, the lead showed increased and high threshold and increased sic. The lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that directly after implant of the right ventricular (rv) lead, the lead showed noise and increased short interval counts (sic). The lead sensing was reprogrammed and remains in use. No patient complications have been reported as a result of this event.